Event description:
Rn hanging actemra, connected secondary tubing with the medication to the primary tubing and pushed start on the plum pump. Pump alarmed proximal occlusion and will not drip, unable to back prime. Has to change out primary tubing, taking more time for the rn. Manufacturer response for ICU medical primary pump tubing, ICU medical primary plum pump tubing (per site reporter). Unknown.